Manufacturer narrative:
There was no patient involvement. The serial number of the bubble sensor is unknown, and the unique identifier (UDI) number could not be determined. This information will be provided in a follow-up report if and when made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a follow-up report if and when made available. Sorin group (B)(4) manufactures the sorin s5 bubble detector. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative spoke with the customer and provided the bubble sensor part numbers. The customer plans to order new sensor(s) and install them on their own. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 bubble detector was found to be defective during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 bubble detector. The incident occurred in (B)(6) this medwatch report is being filed on behalf of livanova (B)(4). No additional information has been received. If additional information is received it will be evaluated for reportability as required. The result of the investigation does not provide enough evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.